Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2136202 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when deploying a 5f mynxgrip vascular closure device (vcd) the physician was shuttling down the mynx per the black handle and hit the "hard stop", and he went to pull back the sheath to expose the white tamp tube but the white tamp tube was not there and a small part of the plug could be seen at the distal end of the sheath after shuttling the sheath back up. Hemostasis was achieved using manual compression on the patient's groin after the balloon was deflated and the device was removed. The mynx vcd was prepped according to IFU instructions. The vcd was used in an interventional coronary procedure, with venous access using an unknown 5f sheath. No resistance or friction was experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The femoral vein's suitability was verified on venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had no tortuosity, and there was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The device storage temperature did not exceeded 25 °c. There was no injury to the patient. The device is being returned for evaluation.

Manufacturer narrative:
As reported, when deploying a 5f mynxgrip vascular closure device (vcd) the physician was shuttling down the mynx per the black handle and hit the "hard stop". When he went to pull back the sheath to expose the white tamp tube, the white tamp tube was not there and a small part of the plug could be seen at the distal end of the sheath after shuttling the sheath back up. Hemostasis was achieved using manual compression on the patient's groin after the balloon was deflated and the device was removed. The mynx vcd was prepped according to IFU instructions. The vcd was used in an interventional coronary procedure, with venous access using an unknown 5f sheath. No resistance or friction was experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The femoral vein's suitability was verified on venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had no tortuosity, and there was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 °c. There was no injury to the patient. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant was observed on the catheter shaft, and the advancer tube was found remained in manufacturing position. The procedure sheath was not returned. The device was inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, a simulated deployment test to ensure functionality of the returned device was performed. The shuttle was advanced completely without issue, and the advancer tube was observed properly engaged to the proximal tamp. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, visual inspection at high magnification showed no damages to the tamp locks of the returned device that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. A product history record (phr) review of lot f2136202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.